Event description:
It was reported that the pump was unresponsive; troubleshooting was performed and confirmed this was due to a malfunction alarm. There was no reported adverse impact to customer's blood glucose level. Reportedly, the pump was submerged into the water. The customer reverted to an alternate method of insulin therapy.